Event description:
"Clip did not close. Dislocation of the clip applier causing the cut of the cystic arterial and hemorrhages. Customer reports this is the second time this happens." "Surgeon changed clip applier and had to perform hemostase."

Manufacturer narrative:
Product anticipated to return, f/u will be provided upon completion of investigation.